Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying error code 110a proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he already check the pin alignment and replaced the solenoids, and it did not solve the issue. He wanted to confirm the part number on the data acquisition (da) printed circuit board assembly (pcba). The rse provided parts ID and pricing for the da pcba board. Investigation is ongoing.